Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. (B)(4) devices were received for evaluation; (B)(4) events were confirmed during testing. (B)(4) devices were found to be affected by corrosion. Two devices were found to have damaged bearings. The reported event was not confirmed for 4 devices; the devices were found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 15 </noe> malfunction event, in which the device was reportedly overheating. Regarding 9 events, there was no patient involvement; no patient impact. Regarding 5 events, there was patient involvement, no patient impact. Regarding 1 event, there was unknown patient involvement and unknown patient impact.